Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) vvi was not working, and that the upper vase, patient connector, lead flex assembly, two bail covers, two bail attachments, ring cover, and ring attachment were broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not working and that the patient connector, keypad, and other components were broken. The epg was returned unrepaired at the request of the customer. If information is provided in the future, a supplemental report will be issued.